Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the incorrect (left) xlpe insert was implanted in error during right knee surgery. Patient went back into surgery later and the correct insert was exchanged.